Event description:
The product was used during a thoracoscopic wedge resection. Reportedly, the pt's tissue was pushed laterally in the jaw while attempting to fire the device. The surgeon reported the tissue was traumatized although the staple line was intact. No pt injury was reported.